Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joints at connector on the interface board. The device had cracked case at display window corners, display window, belt clip slot battery tube threads, and minor scratches on the display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump was damaged. The belt clip slot was broken, display on the insulin pump had many scratches, and cracks noted on battery compartment and reservoir window.